Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was found before starting the diagnostic procedure and finished at another time. Philips field service engineer (fse) inspected the system onsite and found that c arm was not moving. Review of the system log file showed that beam propeller position limit violation and the potentiometer was broken. To resolve this issue, fse replaced potentiometer. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the c-arm failed to move. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.